Event description:
At follow-ups, the physician noticed that the pt was not responding to therapy as before. The physician did a surgical revision and found the catheter to be disconnected from the pump. The catheter was replaced. The infusion system was functioning well after the replacement and the pt was "well." The pump contained morphine at the time of the event. The flow rate of the pump was 0.5 ml/day. The concentration of the drug was unk so the daily dose could not be calculated.

Manufacturer narrative:
(B) (4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.